Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption was increasing in a gradual fashion. Device replacement or reassessment within 90 days was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption was increasing in a gradual fashion. Device replacement or reassessment within 90 days was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted replaced. No additional adverse patient effects were reported.